Event description:
It has been determined the device has an expiry date of 15sep2006 but the device was implanted on (B)(6) 2014.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "intracapsular rupture", "color modification", and "capsular contracture, baker grade I". Device has been explanted.